Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged after this patient had a fall. An upgrade procedure was being performed and the lv lead was connected to the replacement device and pacing impedance measurements greater than 3000 ohms were observed. The lead was disconnected and reconnected to the device and measurements were still out of range at greater than 2500 ohms and higher. A third attempt to disconnect and reconnect the lead into the device produced some in range measurements in unipolar configuration; however; all bipolar impedance measurements were within the 2000 ohm range. Additionally, elevated threshold measurements were noted in certain configurations. The device to lv lead connection was tested and verified via fluoroscopy and a tug test was performed. The lead was removed from service and replaced. No additional adverse patient effects were reported.